Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage diagnosis: left coil broken into two pieces"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy / nickel allergy diagnosis: undiagnosed nickel allergy. Onset childhood") and genital haemorrhage ("passing of large blood clots") in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia, ovarian cyst, headache, hot flashes and c-section. Previously administered products included for to prevent pregnancy: mirena iud from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included body mass index normal, allergic reaction to analgesics, back pain, vaginal discharge, chronic cervicitis and salpingitis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss (specify which one ) - weight gain diagnosis: na"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse) diagnosis: dyspareunia") and urinary tract infection ("bladder or urinary problems or changes diagnosis: urinary track infection"), 7 months 5 days after insertion of essure. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain described as sharp shooting sometimes"), dizziness ("dizzy spells / other injury(ies) or complication(s) - please describe: dizziness / severe dizziness"), vulvovaginal pain ("persistent vaginal pain"), complication of device removal ("had difficulty removing the left coil from the fallopian tube lumen"), abdominal pain lower ("lower abdomen pain") and syncope ("fainting spells"). The patient was treated with surgery (on (B)(6) 2014 she underwent laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, dysmenorrhoea, allergy to metals, genital haemorrhage, abdominal pain, vulvovaginal pain, complication of device removal, urinary tract infection and abdominal pain lower outcome was unknown and the pelvic pain, dizziness, vaginal haemorrhage, dyspareunia, weight increased and syncope was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, complication of device removal, device breakage, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, syncope, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Ultrasound scan - on (B)(6) 2014: results: normal essure placement. X-ray - on (B)(6) 2014: results: normal essure placement. The pathology report showed slight scarring and non-specific chronic inflammation of both fallopian tubes. Exam was positive for uterine and suprapubic tenderness. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia, urinary tract infection, vaginal bleeding, abdominal pain, nickel allergy, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage diagnosis: left coil broken into two pieces"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy / nickel allergy diagnosis: undignosed nickel allergy. Onset childhood") and genital haemorrhage ("passing of large blood clots") in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysplasia, ovarian cyst, headache, hot flashes and c-section. Previously administered products included for to prevent pregnancy: mirena iud from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included body mass index normal, allergic reaction to analgesics, back pain, vaginal discharge, chronic cervicitis and salpingitis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced weight increased ("weight gain / loss (specify which one ) - weight gain diagnosis: na"). On (B)(6)2014, 7 months 5 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse) diagnosis: dyspareunia") and urinary tract infection ("bladder or urinary problems or changes diagnosis: urinary track infection"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain described as sharp shooting sometimes"), dizziness ("dizzy spells / other injury(ies) or complication(s) - please describe: dizziness / severe dizziness"), vulvovaginal pain ("persistent vaginal pain"), complication of device removal ("had difficulty removing the left coil from the fallopian tube lumen"), abdominal pain lower ("lower abdomen pain") and syncope ("fainting spells"). The patient was treated with surgery (on (B)(6) 2014 she underwent laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, dysmenorrhoea, allergy to metals, genital haemorrhage, abdominal pain, vulvovaginal pain, complication of device removal, urinary tract infection and abdominal pain lower outcome was unknown and the pelvic pain, dizziness, vaginal haemorrhage, dyspareunia, weight increased and syncope was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, complication of device removal, device breakage, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, syncope, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Ultrasound scan - on (B)(6) 2014: normal essure placement x-ray - on (B)(6) 2014: normal essure placement the pathology report showed slight scarring and non-specific chronic inflammation of both fallopian tubes. Exam was positive for uterine and suprapubic tenderness. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia, urinary tract infection, vaginal bleeding, abdominal pain, nickel allergy, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporters added. Demographic conditions added. Events: abnormal bleeding (vaginal, menorrhagia), device breakage, dyspareunia, weight gain, urinary tract infection, lower abdominal pain, fainting spell were added. Event onset date, severity and outcome were added. Concomitant and historical conditions were added. Historical drugs were added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy") and genital haemorrhage ("passing of large blood clots") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain described as sharp shooting sometimes"), dizziness ("dizzy spells"), vulvovaginal pain ("persistent vaginal pain") and complication of device removal ("had difficulty removing the left coil from the fallopian tube lumen"). The patient was treated with surgery (on (B)(6) 2014 she underwent laparoscopic hysterectomy with bilateral salpingectomy), surgery (on (B)(6) 2014 she underwent laparoscopic hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2014 she underwent laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, allergy to metals, genital haemorrhage, abdominal pain, dizziness, vulvovaginal pain and complication of device removal outcome was unknown. The reporter considered abdominal pain, allergy to metals, complication of device removal, dizziness, dysmenorrhoea, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: normal essure placement x-ray - on (B)(6) 2014: normal essure placement the pathology report showed slight scarring and non-specific chronic inflammation of both fallopian tubes. Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.